Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead is interfaced to a competitive device and an out of range shock impedance measurement of 200 ohms was noted. A boston scientific technical services consultant documented the clinical observation and recommended the caller contact the device manufacturer. The lead remains in service and no adverse patient effects were reported.